Event description:
On (B)(6) 2012, the reporter contacted animas stating that the patient was experiencing elevated blood glucose (bg) up to 600 mg/dl and alleged that the pump was not delivering insulin as programmed. The reporter stated that the patient was given a correction injection an hour prior to the call to animas customer support (cs) and the patient's bg came down to 500 mg/dl. The reporter denied any signs or symptoms of hyperglycemia. The reporter stated that the patient had bolused at least 6 times on (B)(6) 2012 but there were no bolus records in the pump history. The reporter programmed a 0.15 unit bolus to see if drops were coming from the end of the tubing, and a review of the pump histories indicated that was the only bolus in the pump records for (B)(6) 2012. The reporter confirmed that basal delivery was as programmed for (B)(6) 2012. The reporter stated that some of the boluses in question were delivered with the pump, and some were delivered with the meter remote. The reporter denied any communication issues between the pump and the meter remote. The reporter also stated that the follow dates were missing from the basal history: (B)(6) 2012, and (B)(6) 2012. This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy, and because of the alleged issue with the basal and bolus histories.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: follow-up #1 submitted 8/10/2012 the pump has been returned and evaluated by product analysis on 7/12/2012 with the following findings: testing was unable duplicate the complaint of inadequate insulin delivery during the investigation. No defect was found. The bolus history and black box show one bolus on (B)(6) 2012 of 0.15 units. No other boluses were recorded on that day. The black box shows no basal changes from (B)(6) 2012, therefore there are no recorded basals in the basal history (B)(6) 2012. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A 10 unit bolus was performed successfully using a test meter and was accurately recorded in the pump history. No hypersensitive keys were observed on keypad. The pump was tested on a 29 hour flow test and was found to be delivering within specifications.